Event description:
Related manufacturer reference number:2017865-2023-16188. It was reported that the right ventricular lead exhibited high capture threshold and low sensing. During the procedure, it was discovered that the right atrial lead fractured when trying to laser. The ra lead remained implanted, and the right ventricular lead was explanted and replaced. Further information was requested however, was not provided.